Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that battery cap could not be removed. Customer tried all methods of removing battery cap. Customer's blood glucose was 147 mg/dl. Customer reported that battery died. Customer was advised that insulin pump would need to be replaced.